Manufacturer narrative:
Follow-up #1 date of submission 12/30/2015-device evaluation:the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed unexplained cs 088 call service alarms from the time of the complaint. During testing, the pump was exercised for 24 hours with no duplicated call service alarms. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. Unrelated to the complaint, the pump case was removed and evidence of moisture ingress was found. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump emitted a vibratory alert every second. No alarms were associated with the vibration, and the user did not have vibratory function set for any alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.